Manufacturer narrative:
No samples were returned for evaluation therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the defect experienced by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported that knife blades have been dull during surgery. Alternate knives were obtained in order to complete each procedure. There was no impact to any pt. Additional info has been requested.